Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to ventricular tachycardia (vt) that was treated appropriately with high voltage (hv) therapy. Upon investigation, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead, which resulted in inappropriate hv therapy and the patient being hospitalized. The rv lead was explanted and replaced to resolve the event. During the revision procedure, insulation damage was confirmed on the rv lead. The patient was stable and will continue to monitored.